Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator 977006 ng pain pc vanta had high impedance (>40,000) was observed on electrode 8, which was not present on the day of surgery. A fluoroscopic image of the leads was taken and did not show anything significant. Troubleshooting included ensuring that programming did not utilize electrode 8; all programs were adjusted accordingly, and the patient continued to receive sufficient pain relief. The issue is ongoing, and the physician planned to follow up with the patient regarding the symptom. No action was taken, and no adverse outcome was reported. No patient complications have been reported as a result of this event. See general text for omitted information